Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that during the pulmonary nodule surgery, when severing pulmonary nodule tissue on the twelfth firing, after fired, noted one staple malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.